Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2009, patient was implanted with a depuy asr hip implant on his right side. Following his surgery, patient suffered from discomfort and pain in his hip. It became increasingly painful for him to move his legs and he experienced limited motion. Patient will undergo revision surgery by (B)(6) 2010.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: in (B)(6) 2009, patient was implanted with a depuy asr hip implant on his right side. Following his surgery, patient suffered from discomfort and pain in his hip. It became increasingly painful for him to move his legs and he experienced limited motion. Patient will undergo revision surgery by (B)(6) 2010. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.